Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports during a dialysis procedure the catheter started to bleed from the catheter discharge position. Implantation date: (B)(6) 2009. Explantation date: (B)(6) 2011. Catheter needs to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.